Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the IV set/n35/j/20drop/f/std/65cm/ll used with the infusion pump leaked "paclitaxel" during use from under the filter. The following information was provided by the initial reporter, translated from (B)(6) to english: "used with infusion pump. At first, hcp flowed trastuzumab without leakage. Then flowed paclitaxel and leakage was found. Customer commented that they have no idea when the drug leaked. Leakage occurred from under the filter."

Manufacturer narrative:
Investigation summary: when the appearance of the actual product was confirmed, no abnormality such as damage or deformation was found. When purified water was passed through, no leakage was observed. In addition, when the actual product was checked for airtightness (the relevant jis standard: 150kpa for 15 minutes without water leakage), no leakage was observed from any location. Therefore, it was not possible to reproduce the proposal. This event is described in the leakage due to loose connection, etc., or in the precautions in the package insert from the request that no abnormality was found on the actual product and that an anticancer agent was used. It was estimated that due to this phenomenon, the air vent filter was temporarily hydrophilized and leakage occurred from the air vent. Use of drugs containing surfactants such as multivitamins, drugs containing organic solvents such as alcohol (anticancer drugs, etc.) Will cause the air vent filter of the infusion filter to become hydrophilic and cause liquid leakage or air. The chemical may not flow due to the lock. No anomaly found on DHR.

Event description:
It was reported that the IV set/n35/j/20drop/f/std/65cm/ll used with the infusion pump leaked "paclitaxel" during use from under the filter. The following information was provided by the initial reporter, translated from japanese to english: "used with infusion pump. At first, hcp flowed trastuzumab without leakage. Then flowed paclitaxel and leakage was found. Customer commented that they have no idea when the drug leaked. Leakage occurred from under the filter."